Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report (B)(4). The pump had a system error 7: buttons on left side not working. The hospital biomed found and replaced defective display. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, system error 7" is not confirmed. Although, the root cause of the reported complaint is undetermined the display head assembly passed functional test specifications during complaint investigation. No further action required.

Event description:
It was reported via a field service report (B)(6). The pump had a system error 7 - buttons on left side not working. The hospital biomed found and replaced defective display.there were no reported patient complications.